Manufacturer narrative:
The cause of the discrepant falsely elevated pt result is unknown. However, analysis of the instrument data revealed no systematic failures or qc failures and is suggestive of a sample integrity or sample handling issue causing the elevated result. The event is an isolated incident. A pre-analytical variable cannot be ruled out such as improper/incomplete mixing of tube post collection resulting in falsely elevated results during the initial processing. The device is performing within specifications. No further evaluation of the device is required.

Event description:
After an initial no coag pt result on a patient, a discordant pt extended result with the corresponding inr was obtained on one patient. The inr result was reported to the physician. The patient was hospitalized and given vitamin k. The same specimen was repeated on an alternate system with a different methodology and a lower inr was obtained. There is no indication of any adverse health consequences due to the initial discordant inr result and the treatment with vitamin k.